Manufacturer narrative:
The probable cause of the falsely elevated troponin I result was imprecision caused by the heterogeneous module. A siemens healthcare diagnostics field service representative was dispatched to the account and corrected the malfunction. The instrument is now performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated troponin I results were obtained on an initial draw and on repeat testing on a second draw from the same patient. It is unknown if the results were reported to the physician. Subsequent negative troponin I results were obtained on both samples. There was no report of any adverse health consequences as a result of the falsely elevated troponin I results.